Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device in her right knee; however, the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent knee arthroplasty revision.

Manufacturer narrative:
Implant date - 1995. In addition to the plaintiff, (B)(6), the attorney contacted zimmer biomet regarding the claims. The reported event was confirmed by the revision surgical notes stating that the patient underwent exploration of the right knee with revision of the worn articular surface and patellar components. No devices were received; therefore the condition of the components is unknown. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. The primary surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. The components remained in-vivo 16 years before the patient was revised. Therefore, wear and tear from use are considered as the root cause of the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned to manufacturer.

Event description:
It was reported that the patient had a [left] natural knee tibial component implant and alleges wear debris funneled through the screw holes causing a bone cyst in the tibia. A total knee revision took place five years after primary surgery. The plaintiff has also experienced similar problems with the right knee. Additional information on the reported event remains unavailable at this time.